Event description:
Information was later received that the device memory was sent to boston scientific technical services (ts) for review. Analysis concluded that the device appeared to be functioning appropriately.

Event description:
Boston scientific received information that a previous follow-up indicated a remaining longevity of more than 7 years. Six weeks later, the device indicated a remaining longevity of more than 6.5 years. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During a lead revision procedure, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.